Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1258t86 lead, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that approximately two weeks after implant, the right ventricular lead dislodged as demonstrated by a threshold increase to high thresholds and diminished r-wave sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.